Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed through product analysis testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02753.